Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Evaluation summary: the sheath was visually inspected. The sheath tubing had been severed into two segments, 2.4" and 12.9" in length. Tubing material had been stretched and torn consistent with forcible separation. The tubing had also been crushed and kinked, and additional damage was noted which suggested mechanical grasping consistent with the incident description. All noted damage was consistent with forcible contact. There was no evidence found to suggest the event was caused from an intrinsic defect in the product, as supported by the review of the manufacturing traveler and the analysis performed. Based on the information received, the cause for the reported event could not be conclusively determined.

Event description:
On (B)(6) 2010, this pt underwent endovascular repair of an abdominal aortic aneurysm using gore excluder endoprostheses. Post-operative angiography revealed a 3 inch long fragment of the introducer sheath in the pt's left external iliac artery. The left common femoral artery was accessed, and a snare was used to retrieve the sheath fragment from the iliac artery. The pt left the operating room in guarded but stable condition.